Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Device code 2017 - use above rated burst pressure the device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na h3 other text : the device was reportedly discarded

Event description:
It was reported that the procedure was to treat a heavily calcified left main that did not have any tortuosity. A 3.0 x 12 mm nc trek balloon catheter was advanced; however, it initially failed to cross the lesion due to the anatomy. Therefore, an unspecified mini trek and an unspecified sculpting balloon catheter were used. The 3.0 x 12 mm nc trek balloon catheter was then re-advanced to the lesion. However, the balloon was over-inflated at 30 atmospheres during its first inflation and ruptured. It was therefore decided not to stent the lesion due to the heavy calcification. Additionally, the device was not prepped (air aspiration) outside the anatomy prior to use. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. It should be noted that the coronary dilatation catheters (cdc), nc trek rx, global, instruction for use (IFU), states: balloon pressure should not exceed the rated burst pressure (rbp). In this case, it is likely the combination of the IFU deviation and the challenging anatomy resulted in the reported balloon rupture. Additionally, the account reported that the device was prepped inside the anatomy. It should be noted that the nc trek IFU, preparation for use section specifies: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise, complications may occur. In this case, it is unknown it the violation caused or contributed to the reported complaint. The investigation determined the reported difficulty advancing the device appears to be related to operational context; however, the reported balloon rupture appears to be related to user error/operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a heavily calcified left main that did not have any tortuosity. A 3.0 x 12 mm nc trek balloon catheter was advanced; however, it initially failed to cross the lesion due to the anatomy. Therefore, an unspecified mini trek and an unspecified sculpting balloon catheter were used. The 3.0 x 12 mm nc trek balloon catheter was then re-advanced to the lesion. However, the balloon was over-inflated at 30 atmospheres during its first inflation and ruptured. It was therefore decided not to stent the lesion due to the heavy calcification. Additionally, the device was not prepped (air aspiration) outside the anatomy prior to use. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.